Event description:
Dialysis circuit flushed with heparin 1,000 u prior to dialysis treatment start. When treatment started, complained of sudden headache, funny taste in mouth; flushed face. Dialysis ceased, dialyzer discarded. No dyspnea, tachypnea, or hypotension. Observed, vs stable. Discharged at 1535 with no further complications. Two lot numbers of recently recalled baxter heparin 1,000 u in stock at this time: lot # 047056 in stock since 09/18/2007, and lot # 107024 in stock since 10/09/2007. Dates of use: #1 2007 till used. #2 2007 to 2008. Diagnosis reason for use: product recall. D5: event abated after use stopped: #1 & #2: yes.